Event description:
Hamilton medical ag received the following incident description: patient is currently in 472. Biomedical was called because the vent was alarming continuously. When he got there the vent was alarming the tf-8917 code alarm but the intellicuff was not being used and not connected. After checking through everything he changed out the flow sensor but it still alarmed the 8917 code. So they changed out the vent. There was no change in the patient's status either, stable through this.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: patient is currently in 472. Biomedical was called because the vent was alarming continuously. When he got there the vent was alarming the tf-8917 code alarm but the intellicuff was not being used and not connected. After checking through everything he changed out the flow sensor but it still alarmed the 8917 code. So they changed out the vent. There was no change in the patient's status either, stable through this.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.